Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the repeated 12 lead after first obtained had a complex on v2 that looked out of the ordinary. On the second obtained, the monitor advised "meets stemi criteria". The same was repeated within second and was confirmed not to be a stemi. The patient was extricated from residence, and monitor was placed on the ambulance EKG mount for safely transporting patient. Upon attempting to obtain a fourth EKG due to continuously monitoring the patient, movement, and overall decline of the patient, an error on the screen was noted. Same stated "technical error, technically unsatisfactory tracing". The device was reported to be in use, however, no direct adverse event to the patient or user was reported.